Event description:
Using harmonic scalpel in robot case, the metal tip of the harmonic insert broke off into the patient. Surgeon tried to retrieve it, but due to uterus size was unable to do so immediately. Patient was opened to find it and finish case. X-ray and c-arm were used to assist with finding piece. Counts were correct and patient was stable upon leaving the or.